Event description:
It was reported that a large volume infusor elastomeric membrane was coated with an unidentified white powder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 16, 2013 and june 18, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This was noticed after filling and before patient connection. Evaluation summary: the device was returned for evaluation with approximately 300 ml of solution in its bladder. Visual inspection did not identify any particulate matter; however, antioxidant was noted on the surface of the outer surface of the bladder. The antioxidant is a component of the bladder material. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.